Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Abscess [abscess]. Case description: initial information was received on 03/25/2008 from hcp via company sales rep. The patient is of unknown sex, age, initials, and medical history. The patient received seprafilm at an unspecified location on an unknown date. After receiving seprafilm for an unspecified surgical procedure, the pt developed abscess on an unknown date. At the time of this report, the outcome of the patient was unknown. The physician did not provide her causality assessment for the abscess in relation to seprafilm. The patient was 1 of 2 patients who developed abscess under the care of the reporting hcp. For additional adverse events reported by this physician. No further info provided.